Event description:
Bronchial forceps model #fb-211d failed to open after being applied to endobronchial stent in an attempt to remove stent in airway. After removing forceps from airway, forceps would not open or close.